Event description:
It was reported that the reservoir leaked. Customer received the reservoir recall letter. The blood glucose reading is 98 mg/dl. Customer did not know where the insulin was leaking. Customer stated that the last two boxes she used, the leaking has occurred twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.